Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hole in the catheter occurred. A 150cm rubicon 14 support catheter was selected for use. During preparation, it was noticed that the rubicon support catheter had a hole. The procedure was completed with another 150cm rubicon 14 support catheter. No patient complications were reported.